Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer did not observe drips of insulin exiting the infusion tubing or the cartridge tubing during the load fill tubing sequence. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to load a new cartridge onto the pump to address this issue and the customer declined and declined to perform troubleshooting. Reportedly, the customer has insulin pens for back up therapy.